Event description:
Device did not shock classic fine ventricular fibrillator which device is designed to recognize and shock. Company's interpretation was that there was no problem but rptr's analysis showed definite fine ventricular fibrillation.